Event description:
It was reported that the patient had a replacement surgery to replace his inflatable penile prosthesis (ipp) due to a small hole in the reservoir and a tear in the right cylinder. All components have been removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient had a replacement surgery to replace his inflatable penile prosthesis (ipp) due to a small hole in the reservoir and a tear in the right cylinder. All components have been removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak and pressure tested. Both cylinders had wear at folds in the distal, middle and in the proximal cylinder bodies. One cylinder had a hole from avulsion in the outer tube that was the result of wear in the proximal cylinder; no damage to the inner tube and no leaks were found. Both cylinders passed the leak and pressure tests. The momentary squeeze (ms) pump was leak tested, visually inspected and examined under a microscope and functionally tested. The pump kind resistant tubing (krt)was observed to be twisted which was the result of excessive force. No leaks were found. The pump was functionally tested and did not pass the activation test. The reservoir was visually and microscopically examined, and leak tested. The reservoir had wear at fold (duck-shape) in the reservoir shell; a hole at the center of the fold which led to a leak was present. Based on the information available and analysis results, analysis confirmed the pump issues caused or contributed to the reported clinical observations.